Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech. Called in for help on error code 200-5040 on 8100 unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: confirm to tech. Error code 200-4050 has to do with pump software version is not compatible with software flashed into pc unit needs to reflash software but if flash fails try agian if continure to fail you will need to replace logic board. Customer thank me for my assist. Ref: (B)(4).